Event description:
National complaint coordinator (ncc) reports two incidents of clotted fibers with the psn 120 dialyzer. Incidents were noted 2-3 minutes into treatment. Incidents were noted by arterial pressure alarms. For each incident, treatment was stopped and blood from the bloodlines was returned to the pt. Blood from the dialyzer was not returned, with reported blood loss unknown. Treatments were resumed with new dialyzers and completed without incident. No pt injury or medical intervention was reported per ncc. It was reported that pts do not receive a heparin bolus systemically prior to treatment, but rather received heparin at 1ml/hour via the dialysis machine's heparin pump during treatment.